Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The heterogenous module (hm) tubing was disconnected by the operator when the fluid from the tubing splashed onto the operator's eye. The customer was not wearing eye protection (safety glasses) while performing maintenance on the instrument. A siemens technical support specialist advised the customer to follow the laboratory protocol for handling exposure to biohazardous material. No medical treatment was required. Customer use error, failure to wear eye protection contributed to the event. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension exl 200 instrument was splashed in the eye while performing maintenance on the equipment. When the operator was removing the heterogeneous module tubing from the pump cassette, fluid from the tubing splashed into the operator's eye. The operator was not wearing personal protective equipment (ppe) (eye protection) at the time. The customer followed the laboratory post-exposure protocol and went to the site occupational health department and underwent blood testing. No medical treatment was required. There are no reports of patient intervention or adverse health consequences due to the event.